Event description:
It was reported that a dissection occurred. The patient presented for a percutaneous transluminal coronary angioplasty (ptca). The 90% stenosed lesion was located in a moderately tortuous and mildly calcified right coronary artery (rca). The lesion was pre-dilated with 2.00 x 12 mm semi complaint balloon. A 3.00 x 32 mm promus elite stent was deployed to treat the target lesion. The stent was fully expanded and deployed at 12 -13 atmospheres with no issues encountered. After the stent was post dilated with a 3.00 x 12mm non compliant balloon at 15 atmosphere, type a dissection occurred in coronary artery. Another stent was deployed to cover the dissection, and successfully complete the procedure. There were no further patient complications, and the patient was stable post procedure.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6) hospital. E1: initial reporter phone: (B)(6).